Event description:
Medtronic received a report that the device would not open distally or any other portion (proximal, middle). Healthcare provider (hcp) recaptured 3 times, wagged, and performed all known "tricks" to open lazy device with no luck. Wings were flipped off the distal end. Hcp wanted to replace device for new device. When they pulled the pipeline and system out, the stent itself was still "stretched" onto the core wire proving no deployment or stent opening had happened. Hcp replaced 500-10 device for a 475-12 device and it worked with no issues. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured right carotid segment aneurysm. The landing zone was 4.3mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was adm inistered, platelet reactivity units (pru) level unknown but within range. Angiographic result post procedure with the replacement device looked great. Ancillary devices include a neuronmax sheath, phenom plus guide catheter, phenom 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of ped2-500-10, lotno:b615947 found no bends or kinks with the pipeline flex pusher. The pusher resheathing pad, sleeves, and tip coil were in good condition. The pipeline flex braid was returned detached from the pusher. Therefore, the proximal and distal ends could not be identified. The braid ends were found frayed, but open. Based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open¿ report could not be confirmed as the returned pipeline flex braid was found open. Regarding the customer¿s ¿deformation damage¿ report, the issue was confirmed as the pipeline flex braid ends were found frayed. Possible causes of ¿failure/incomplete open¿ include patient vessel tortuosity, damaged braid, or deploying the braid in a vessel bend. Possible causes of ¿pipeline damaged¿ include resheathing more than two times, over-manipulation, deployment technique, or deploying/resheathing braid against resistance. However, the cause of the reported events could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stent didn¿t look damaged but it was not apparent that it had started to deploy in any manner even after attempts by the doc to deploy it.